Event description:
During the replacement of the enteral feeding device, it was found that the inner bolster had become detached and remained in the gastric osvity. Forceps were used to remove the detached piece and the procedure was successfully completed. There were no adverse affects reorted for this pt, age and gender unknown.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.